Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the posterior capsule tore while removing the cortex. Due to the torn capsule, the surgeon proceeded to implant the lens in the sulcus, which is an off label use. The pt did well initially, but during the third week, he reported pain. Upon examination, the surgeon noted pigmentary dispersion and pigment in his trabecular meshwork. The surgeon will continue to monitor the pt for further pigment dispersion and increased iop.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info requested by fax and mail on 08/01/2008 and by phone on 07/31/2008 and 08/15/2008. Add'l info was received on 08/11/2008 by phone. A completed questionnaire was received on 08/21/2008. This report was mailed to FDA on: 08/29/2008.